Event description:
During an in-clinic follow-up, loss of capture and decreased pacing impedance were observed on the leadless pacemaker (lp). Diagnostic imaging was performed and revealed that the cause of the event was due to a micro-dislodgement. The device was reprogrammed to resolve the event. The patient was stable.